Event description:
Discordant advia 2400 total bilirubin results were obtained on a two pt sample. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There was no report of pt intervention or adverse health consequences due to the discordant total bilirubin results.

Manufacturer narrative:
A siemens field service engineer (fse) was not dispatched to the customer site. The customer reran the samples, issued the corrected results to the physician(s). This event is an isolated incident. The root cause to the total bilirubin discordant results is unk. The instrument is performing within specifications. No further eval of the device is required.